Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 411 (mg/dl). Customer used insulin pens to treat bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in cartridges for 3 days at a time, and sometimes loads the cartridges with cold insulin. Customer was reminded that humalog is indicated for use up to 48 hours, and to fill the cartridges with room temperature insulin.